Manufacturer narrative:
Device lot # was not provided/unknown. Event date unknown.

Event description:
It was reported that abutment screw loosened.

Manufacturer narrative:
One replacement screw was returned for inspection. A visual inspection revealed wear on the threads and body. The head is completely fractured and separated from the base (separate reported event). The current state of the device made it impossible to evaluate the screw for the reported loosening issue that occurred prior to the fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.